Event description:
It was reported that the user experienced hyperglycemia after the contact detach connector became loose from the cartridge and ilet, leading to disconnection and prolonged high glucose; the user declined to change supplies and was guided to reconnect, with replacement supplies arranged. Symptoms included stress. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included troubleshooting by customer support and user education. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was user-reported hyperglycemia with an undetermined root cause and no device alarms. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.